Event description:
It was reported that during generator replacement surgery on (B)(6) 2014 due to end of service, the vns patient¿s replacement device was tested with the existing lead and diagnostic results revealed high impedance. The procedure was completed without replacing the patient¿s lead. Diagnostic tests could not be performed prior to the procedure as the patient¿s device was at end of service. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. During a follow-up visit on (B)(6) 2014, the patient¿s device was tested and diagnostic results again showed high impedance (impedance value >= 10,000 ohms). The patient¿s device had been programmed on at replacement surgery, so the patient¿s device was disabled during the office visit. The patient was referred for surgery but no known surgical interventions have occurred to date. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Follow-up revealed that the vns patient underwent lead replacement surgery on (B)(6) 2014.

Manufacturer narrative:
Describe event or problem, corrected data: the initial manufacturer report inadvertently did not include information regarding the lead replacement surgery. Date of explant; corrected data: the initial manufacturer report inadvertently did not include information regarding the lead replacement surgery.